Event description:
It was reported that the pt underwent a sling procedure in 2006. The physician inserted the device and pulled the release wires. The inserter came off and when the physician pulled down a little on the mesh to get the final tensioning, the mesh pulled out of the tissue. The physician attempted placement with a second device.

Manufacturer narrative:
This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2006-00657 for the other medwatch. The same pt is represented in each medwatch. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.